Event description:
We had a 3 x 4 deltaplush coil that came out of the catheter while flushing it before entering the pt. We also had a 2 x 2 deltaplush coil that would not detach in the aneurysm while in the pt. We changed detachment boxes and connecting cables and it still did not work. We ended up using another coil.